Event description:
It was reported that the patient presented in hospital for an unrelated surgery. During a routine check, it was discovered the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing for sinus tachycardia. Programming changes were implemented. The asymptomatic patient was in stable condition.